Event description:
It was reported that the patient was getting a shocking or jolting sensation. The patient was having a revision today due to open circuit and shocking with stimulation. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the revision to reconnect the lead occurred in (B)(6) 2012. The cause of the event was unknown but it was attributed to an extension disconnect. Reprogramming to help with 'shocking' was attempted but was no help prior to the revision procedure. The shocking sensation was in the shoulder and down the arms. The patient recovered from the revision without sequela. It was reported on (B)(6) 2012 that no overdischarge occurred. It was noted impedances were high. It was reported there were still "connected position issues" and that the patient needed "high amp" in order to receive therapy with different head positions.

Event description:
Follow up information received reported that the patient had uncomfortable stimulation with position changes which started about 8 months ago. The plan for the surgical revision was to open up the patient and observe any issue with the implantable neurostimulator system without any plans to replace on that day. The lead/extension site was re-opened with one lead noted to have a "moveable" outer coating. The physician elected to disconnect and dry the lead which was then reconnected. The site was then closed. The patient outcome was reported that they have very good coverage for their pain at higher amplitudes than before with her head in a certain position. In other positions, the patient did not receive any stimulation, even at higher amplitudes. The patient was going to be sent back to the physician for a lead revision. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3998, lot# v296379, serial#, implanted: 2009 (B)(6), explanted: product type lead, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 37092, lot# 227200003, serial#, implanted: 2009 (B)(6), explanted: product type accessory, product ID 37082-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension. (B)(4).